Event description:
This device was implanted on (B)(6) 2009 and was explanted on (B)(6) 2013 due to an unknown product performance issue. The physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).